Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm size and vessel morphology are unknown. It was reported that a 16 french cook sheath was used during the case, and that the device was tight in the sheath and difficult to insert. It is unknown if the delivery catheter was lubricated as recommended by cook, incorporated. It was reported that squeaking could be heard as the device was inserted. As the deployment handle was cranked, two pops were heard, and the graft cover was found to be broken at the slide ring. The case was completed with another 13 mm diameter x 8.5 cm length iliac limb and an 18 french sheath. No additional clinical sequelae were reported, and the patient is reported to be fine.